Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported

Manufacturer narrative:
The insulin pump buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).